Manufacturer narrative:
Cec adjudicated the bleeding event as barc type 3b. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the cx. Six days post procedure the patient suffered a bleeding event with acute blood loss on chronic anemia and complaint of 3 days of melena. Patient was on dapt at the time of the event. The event was treated with medication change, blood transfusion and hemostatic clips. Patient is recovered with sequelae. Investigator assessed the event as not related to the index device and probably related to the anti-platelet medication. Sponsor assessed the event as not related to the index device and possibly related to the anti-platelet medication.